Event description:
Allergan silicone implants, resulted in multiple autoimmune issues including hashimoto (dx (B)(6) 2012), sjogren ((B)(6) 2018), sarcoidosis - ((B)(6) 2016), mixed connective tissue disorder, extreme fatigue, numbness, pain, partial paralysis. Banned in europe, us failed to ban them. FDA safety report ID # (B)(4).